Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right atrial (ra) lead exhibited failure to capture. Fluoroscopy was performed and confirmed that the ra lead had dislodged. During reposition procedure, it was also found that the helix was unable to be extended due to clogged tissue. The ra lead was explanted and replaced. Patient condition was stable throughout.